Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure "flickering" was confirmed, but the failure "pink image" was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the video cable was broken and stripes in image occurred. Based on the results of the investigation, and since the device malfunction "pink image" was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In regard to the other identified malfunctions, the video cable was broken and therefore stripes in image occurred (accompanied by flickering). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had flickering and pink colored image. The issue was found during a therapeutic laparoscopic sterilization procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.